Event description:
A hospital in (B)(6) reported that the gas outlet of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff device was recently returned to fisher & paykel healthcare (fph) regional office in (B)(4) for repair. The initial inspection confirmed that the gas outlet port was broken, which deemed this complaint as reportable on (B)(4) 2013. A photograph of the complaint device was provided by fph (B)(4) for our investigation. Results: the photograph revealed that the gas outlet port of the fascia and valve assembly was broken off of the neopuff device. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". It is most likely that the physical damage observed on the neopuff device was caused by some form of impact. The complaint neopuff device is currently at fph (B)(4) service center and is awaiting for repair approval from the customer.